Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that cause of inability to charge was 'operator error.' The ins was removed on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient is going to have their device removed on (B)(6) 2018 from her back. The patient stated she is having it removed because she was having so much trouble keeping the ins charged. The caller stated she could not find the sweet spot and just cold not work it. The patient also stated the other reason she is getting it removed is because she cannot get an MRI with it implanted. No further complications were reported. No patient symptoms were reported. [Please refer to 702249099 insr antenna replacement].

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.